Manufacturer narrative:
This case was documented in the article "z syndrome still possible with newer generation crystalens" by michelle dalton, eyeworld contributing editor. (Ascrs eyeworld.org, april, 2010) (source: steven g. Safran, m.d.). Though requested, no additional information has been received for this case. The product lot number and serial number are unknown. The product is not available for evaluation. The investigation is ongoing.

Event description:
Published article - case 2 of 2. Patient with intraocular lens (iol) implant presented post-yag with z syndrome; the temporal plate was buckled because of anterior insertion of the plate above the equator and fibrosis, leading to the superior part of the optic twisting forward and the inferior part pushing back. Additionally, the lens was tilted on the plane and tilted on the plane of the plates. Z syndrome with the iol was noticed from the angle of the slit beam. After plate dissection, partial capsulectomy, a capsular tension ring (ctr) was inserted in the bag over the plates using a ¿fishtail¿ technique. The lens optic was then pushed behind the posterior capsule and, finally, triamcinolone-assisted vitrectomy was performed. Initial refraction after the lens implantation was ¿0.25 ¿3.0 x 30 degrees. After resolving the z syndrome, the patient¿s refraction was ±0.25 and had an uncorrected vision of 20/25 +2. Though requested, no additional information has been received for this case.

Manufacturer narrative:
The study authors have indicated that no additional information is available for this case. A review of the trend analysis, risk analysis and directions for use was performed and considered acceptable, with the product performing within anticipated rates. Based on the information available, we are unable to determine a root cause. No corrective action is necessary at this time.